Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two (2) events were reported for this quarter. Two (2) devices were received for evaluation. Two (2) events were confirmed during testing. One (1) device was affected by missing paint chips and corrosion. One (1) device was affected by missing paint chips and compromised lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use."

Event description:
This report summarizes 2 malfunction events in which the device overheated and had missing paint chips. There was no patient involvement; no patient impact.